Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section a1, a4, b5, b6, b7, h6 (health effect clinical code), and h6 (health effect impact code) updated. The incident could not be duplicated due to the absence of an event date and unavailable clinical files. A review of the device activity log showed no malfunction. Instances in which a shock was not delivered were determined to be related to user operation, including improper button use, the device not being charged, or the required energy level (30 joules) not being selected. Testing of the returned paddles identified no faults. The onestep pacing cable was replaced as a precaution. No trend is associated with reports of this type.